Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the nose cone was damaged and the bearings were worn. Wear may limit the rotational and design properties of the bearings causing the failure for heat due to misalignment. Since the device was a loaner unit, it will not be returned to the user facility.

Event description:
It was reported that during testing at the user facility the loaner core impaction drill was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.